Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for use up to 72 hours and humalog has been tested up to 48 hours. The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl. The customer detached from the pump and reverted to insulin pens. The bg level had lowered. As the customer was not currently connected to the pump, tandem technical support was unable to perform a system check. The contact did indicate that the cartridge may be changed 1-2 times a week and going forward would adjust the usage time according to the labeling.